Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6), customer reports male pt (age not provided) having a retrograde pyelogram when the fluoro failed. Pt was admitted and the procedure completed the next day. No reported injury.